Event description:
During initial fusion surgery in 2008,, when the closure top was added to the screw head, and the final tightening was performed with the hex wrench, the closure top stripped. Additional info received from the sales rep about 4 days later. The metal fragments were removed from the surgical site. The closure top and polyscrew were removed. The surgeon attempted three closure tops before removing and replacing the screw. Another screw and closure top were implanted successfully. Fluoroscopy showed the surgical site was clear of all metal fragments. There was approximately a 30 minute surgical delay.

Manufacturer narrative:
Eval is pending, upon completed investigation of the product.